Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device initially fired fine and the second clip was misfed and not seated. It looks like it is "cock-eyed in the jaws." Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.